Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked for bleach, checked all reagent probes and the dark counts, and everything was good. The cse found a leak in the bleach tubing, and repaired the leak. The cse cleaned dirty dispense ports, and verified there was no more bleach in the system. The cse replaced and aligned reagent probe 3, replaced the wash manifold, performed sample probe calibrations probe replaced the aspirate tubing. The cse decontaminated the acid / base lines and performed background testing, replaced the luminometer and recalibrated the rubella igg out method and returned the system to operation. The cse followed up with the customer and the system was performing as per customers' expectations. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center (ccc). The customer was questioning high positive rubella igg results obtained on patient samples. The customer was also running (B)(6) and sent all the (B)(6) samples for confirmation testing in a reference facility. The confirmation testing results were not provided. The customer stated they will hold samples for repeat testing after instrument service. Upon follow-up, the customer stated that discordant patient results were discovered on 50 patient samples, reported as (B)(6). It is unknown whether the (B)(6) results were obtained for rubella igg, (B)(6), or both. There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Additional information (05/26/2017): the customer does not believe that rubella igg testing was repeated. The customer was unsure which rubella igg results were reported.